Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6)2025, a patient underwent a percutaneous laparotomy drainage catheter placement procedure using navarre universal drainage catheter. Shortly after the procedure the drain ruptured. It was further reported that on (B)(6) 2025, again the drain was allegedly found ruptured. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous laparotomy drainage catheter placement procedure using navarre universal drainage catheter. It was reported that shortly after the procedure the drain was allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation; one photo was provided for review. The photo shows a drainage catheter in which the hub is noted to be cracked. Therefore, the investigation is confirmed for the reported catheter fracture issue. A definitive root cause for the hub fracture could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.